Event description:
It was reported that the cannula was bent and broken with bd pen needle 32gx4mm. The following information was provided by the initial reporter, translated from chinese to english: it's noticed that cannula bent and broken unable to confirm the issue was noticed before use or during use or after use because unavailable to contact with the end user.

Manufacturer narrative:
Investigation: DHR of lot 9003971 was reviewed and no qn found. Incoming inspection report of the cannula which used for this lot, and all test results(stiffness/ resistance to breakage) meet the specification. Inspected 14pcs retention parts appearance and cannula pull force,all results passed. Pen needle product has 100% np end angularity inspection by visual system, and defect part will be rejected automatically. 2pcs returned sample was checked again by visual inspect system ,and defect was found and rejected automatically. It can be observed both of the two defect products cannula were bent at the bottom of the np end, this may caused by improper assemble to the cartridge. Base on investigation above, the complaint is not manufacture issue.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the cannula was bent and broken with bd pen needle 32gx4mm. The following information was provided by the initial reporter, translated from (B)(6) to english: it's noticed that cannula bent and broken. Unable to confirm the issue was noticed before use or during use or after use because unavailable to contact with the end user.